Event description:
The user facility reported while running a decontamination cycle that their reliance synergy washer emitted a small amount of smoke. No report of injury.

Manufacturer narrative:
Investigation of the reported event is in progress; a follow-up report will be submitted when additional information becomes available. UDI related data clarification - the device subject of the event was manufactured prior to UDI compliance, therefore, UDI is not applicable and was not included in the MDR.

Manufacturer narrative:
A steris service technician arrived on-site to inspect the unit and found that the drying over-temperature switch tripped. As designed, this caused the power to the unit to be cut. Due to the age of the unit, the user facility elected to replace the unit with a newer model. The unit was manufactured in 2009 making it approximately 15 years old at the time of the reported event. No additional issues have been reported.